Event description:
Slight bone fracture on proximal femur after implantation of implant, suspected rasp does not accommodate proximal fin design of final prosthesis.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.